Manufacturer narrative:
Clarification to e1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "pin blocking the 27g needle hole of the syringe was broken, the blue slider could only be pushed halfway and the latter half could not be pushed" during implantation in unknown eye. Surgery was completed with backup device. No eye injury noted.